Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol marlex., reference number 0112650, lot number huri1104 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013, the patient underwent an additional surgery for recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hernia recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of bard flat mesh, patient was diagnosed with adhesions, hernia recurrence, pain thereby underwent additional surgery. Note, the patient¿s attorney alleges ring break, however, there is no indication in the medical records provided that a ring break occurred. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, e3, f12, g1, g3, g6, h2, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2008, the patient underwent surgery for repair of an inguinal hernia. As reported, a bard/davol marlex., reference number 0112650, lot number huri1104 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2013, the patient underwent an additional surgery for recurrence. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of bard flat mesh (device #1). Per operative notes, ¿an ilioinguinal nerve was seen coursing medial to the cord heading toward the pubis. The cord was brought up into the wound, a direct sac was seen just medial to the vessels and it was dissected. A bard flat mesh (device #1) was then slit laterally for the exit of the cord and secured along the shelving edge of the inguinal ligament with sutures.¿ ni- sep-2012 - patient had umbilical hernia repair suture only. (B)(6) 2013 - patient had pain and discomfort in right groin. (B)(6) 2013 - patient was diagnosed with recurrent indirect right inguinal hernia thereby underwent open repair with the implant of bard soft mesh (device #2). Per operative notes, ¿dense band was found, and this appears to be a very superior extension of the anterior mesh application. An indirect hernia recurrence through the lateral aspect of the repair was noted. Divided the ingrown prolene mesh transversely (device #1) and adhesions of the cord to this mesh were taken down. The sac is inverted, and the hernia sac is imbricated and tucked down into the preperitoneal space. A bard soft mesh (device #2) was placed and sutured.¿ attorney alleges that the patient had adhesions, infections, nerve damage, pain, hernia recurrence, ring break, division of mesh and emotional injuries.